Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the supply bag fell and disconnected. The batch review was not performed because the lot number is unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available as it has been discarded, therefore, baxter cannot determine the root cause. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) alarm with the homechoice (hc) machine during dwell 2. The technical service representative (tsr) had the home patient (hp) close all clamps and transfer set, and cycle power off and on to clear the alarm. The tsr explained the alarms. The hp states a supply bag fell off the table and disconnected. The tsr advised to discard all supplies and to report alarms to the nurse the next morning. The hp will finish tonight's therapy manually. No further information is available. No patient injury or medical intervention was reported.